Event description:
During an initial implant procedure, following the selection of a new lead, the right ventricular (rv) lead retracted on its own while attempting to position. Additional, maneuvering and the over-torquing resulted in outer insulation damage of the rv lead. The rv lead was explanted and a new lead was successfully implanted to resolve the event. The patient was stable.